Manufacturer narrative:
Concomitant medical products: post market surveillance for med consumables. No product will be returned per customer. The customer declined to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that they noticed fluid leaking from the microbore tubing where it was connected to a non bd connector while connected to a patient. There was no patient harm.